Event description:
A physician reported pt who was originally skin tested on 11/3/98 with negative results. On 12/18/98 the pt was treated in the nasolabial folds without events. On 4/28/99, the pt was treated in the glabella. The procedure was without event. On 6/22/99, the pt called reporting redness, swelling and irritation around the eye area which the pt noticed mid-may 1999, (about two weeks after the april treatment). Initially, all around eye area was described as "red and patchy." The pt had also noticed local pruritis, but believed this symptom was related to seasonal allergies. The pt self medicated with antihistamines. The redness resolved, but symptomatic areas became dry and scaly. The pt also complained of hair loss ("handfuls"), onset about one week post treatment. On 6/22/99 the pt described symptoms at the glabella treatment site and all around and under the eyes as red, blotchy, itching with some swelling. The pt self-prescribed multiple creams (without dyes or perfumes/hypoallergenic). The pt described the symptomatic areas as irritated, "stinging" and tender. On 6/23/99 the pt was examined by her primary care physician who noted the pt had a rash around eyes, and swollen eyes, including the lower eye lids. No symptoms were noted at the forehead. The primary care physician believed the symptoms were a possible hypersensitivity to the product. On 7/26/99 the pt was examined by the reporting physician. All reported symptoms, including the alopecia, had resolved at the time of exam. No further medical or surgical intervention was prescribed or planned. The physician diagnosed a probable hypersensitivity. The physician believed the alopecia experienced was probably related to the bovine collagen allergy.